Manufacturer narrative:
The returned device was inspected and the pusher was found to be damaged at the transition section. The pusher's body coil was stretched. The heater coil was compressed and the strain relief was folded. The implant coil was not returned for evaluation. The monofilament had a tail shape inside the body coil, which is produced by excessive force and by not using the v-grip system. It cannot be determined when and where the heater coil section and body coil were damaged. The damage to the pusher can occur when the unit is manipulated with excessive force. The root cause of this complaint cannot be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in a carotid cavernous fistula, the coil unexpectedly detached in the microcatheter without use of the controller. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "good."